Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified. There was no failure identified related to the elevated blood glucose levels.

Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly, from 90% to 5% charge within a day. The pump subsequently shut off. Tandem technical support reviewed pump data and observed the battery depleting while charging within 13 minutes, and later jumped to 100% charge. The customer's blood glucose level ranged from 220 to 240's mg/dl. The customer reportedly miscalculated the amount of carbs during a meal the night prior and did not deliver enough insulin. The customer delivered a bolus via the pump. Reportedly, the customer has manual injections available as alternate insulin therapy.